Event description:
Information was received regarding a cadd cassette reservoir. It was reported that two patients had non disposable alarms this week. One had 58 ml remaining, the other had 28 ml of 100 ml remaining. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.